Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device, a functional test was performed to verify the forceps cups would open and close. When the handle was manipulated, the forceps cups would open, but they would not close. Multiple attempts were made to close the forceps cups by manipulating the handle, but all were unsuccessful. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event lot was returned in a zip type bag with proof of decontamination. The device was tested for "would not close". During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history records were reviewed and the date of manufacture was february 2017. No relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "forceps would not stay closed" was confirmed. The device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use states: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook captura biopsy forceps with spike. The forcep would not stay closed. The handle broke and they were not able to open it.